Event description:
The holster supplied with the conmed pencil, 130309, are melting after using the pencil and then inserting it in the holster. The blade melts through the bottom of the holster, dimpled portion. The doctor's procedures are long procedures. The o.r. Surpervisor said this only happens on this doctor's cases.